Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Customer stated at the time of event was 34 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer declined troubleshooting for low blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.